Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area and ensure the cartridge was properly installed. The customer agreed to load the cartridge independently and was advised to call back if any further issues arose.